Manufacturer narrative:
During the call, natus technical service instructed the user to turn the unit off, to spike a new bag, and to reboot to the system "set up." The user then reported that the cooling process was able to function without issue, and that the cool cap was no longer leaking. Follow up communication attempts with the customer were carried out on 18 oct 2017 and 30 oct 2017. These follow up attempts have been unsuccessful thus far.

Event description:
The user reported that the unit was receiving an a51 alarm, "water leak error," during the treatment of a patient. The user also reported that the unit's cap was leaking and that the bed was wet near the area where the cap is located. Prior to the call, the user reported that they had changed the cap and that the bag was not full.